Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported the patient was feeling stimulation in the wrong location and was feeling tingling down the leg. The patient stated that a manufacturer's representative (rep) had told her she needed to regulate the stimulator to get the stimulation out of the leg and that it was normal and that the patient may have to come in a couple times to get the stimulator worked on until they get it right. The patient also stated that she still had swelling from her implant surgery and that it was going down gradually. The patient reported that she has low body fat so her stimulator is sticking out in her back where its located. The patient stated that she was going to go in to meet with the rep tomorrow to have the stimulator programmed to get the stimulation out of her leg. Reported symptoms included stimulation in the leg which was noted to have been a sudden change in therapy/symptoms. The patient stated that she did not use the stimulator a lot and that she used it for pain in her back and that its helped with her pain and it was working for her. The patient stated that she had the stimulator on a low setting of 1.35 v and that could be why it took her so long to charge. The patient confirmed that based on her settings the charge time was normal for her and that she didn't have a complaint about the charging time. Additional information received from the patient reported the "stimulation in the wrong location" had been resolved. The patient reported that she had gone into her doctor's office and one of the nurses adjusted the stimulator and the nurse said that the stimulation wasn't really going into the patient's leg and it was a normal thing. The patient stated the nurse changed it over and it had gotten a lot better and she has no problems with it now. The nurse had said that since the patient just had the surgery there was swelling. The patient stated that if she turned a certain way, the swelling may have changed how the device looked and the implant sticking out was due to the swelling. The patient stated that after the implant surgery her doctor had looked at her and told her everything looked good and the swelling was now going down. The patient stated she had another appointment coming up. The patient stated with the battery sticking out was normal for her because it was due to her having low body fat. The doctor told her he put the implant there because the patient was thin around the waist. The patient stated that in time it would go down, she would just wait it out, and she was doing good. The patient's husband added earlier in the call that the patient was told that the swelling was just from having foreign object in her body.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.